Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (9242405) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician was able to successfully inflate the 85cm emboguard 87 balloon guide catheter (bgc) (bg8785c / lot# unknown) in the internal carotid artery (ica) for the first time. When he tried to inflate the emboguard bgc for a second time, he was unable to see the inflation. When the physician removed the balloon catheter from the patient and attempted to inflate the balloon catheter outside the patient¿s body, he observed that the balloon catheter was ruptured. It was reported that the physician only used a 20-cc syringe and 1cc for deflation and inflation respectively. There was no report of any negative impact to the patient. On 14-mar-2025, additional information was received. Per the information, the lot number of the emboguard was 9242405. The procedure was a mechanical thrombectomy to treat a stroke. Surgical access was femoral. An introducer sheath was used, but the brand information is not available. There was also used of a peel-away sheath. The microcatheter used was not a cerenovus microcatheter. The information indicated that the emboguard was ¿observed ruptured after removing it from the patient.¿ the information also indicated that the procedure was ¿done successfully. Emboguard observed ruptured after removing it from the patient.¿ there was no clinically significant delay in the procedure. The emboguard device was discarded by the hospital and therefore, not available for return.